Event description:
It was reported that the user experienced recurrent morning hypoglycemia after breakfast announcements while using the ilet, with blood glucose values dropping to the 50s and one documented value of 50 mg/dl, and requested assistance with insulin dosing and a device reset. Symptoms included dizziness and blurred vision. Outcomes included treatment with oral carbohydrates and glucose tablets, with no medical intervention or hospitalization. Investigation included complaint handling, product-use troubleshooting, and user education. Investigation of this case revealed that the cause of hypoglycemia was unclear and no device alerts or alarms were reported. It was concluded that the event was user-reported hypoglycemia with an undetermined cause, and no device malfunction was identified based on available information.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.